Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v634859, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that, according to the patient, the lead was left implanted as it was too difficult and too deep to remove. Caller stated that patient reported two attempts were made by two different physicians in early december to remove the lead but it was too complicated so physicians stated they will not be removing the lead. No further patient complications are anticipated or expected as a result of this event.